Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 2:28 p.m., the customer obtained a blood glucose reading of 563 mg/dl on a contour next one meter. When retested on a different meter at 2:29 p.m., the reading was 60 mg/dl. The customer was feeling weak and had stomach ache, which are symptoms of low blood glucose for him. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips, meter and control solution were sent to the customer.